Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped to 20% after being charged to 80%. In addition, the customer stated the pump wake button was intermittently unresponsive. Reportedly the customer had to press the wake button two or more times to illuminate the pump screen. The customer's blood glucose level was approximately 200 (mg/dl). The wake button was responsive to presses at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.